Manufacturer narrative:
In review of the file, it was noted in section h-6 code for incision enlargement was not captured in the initial report. The following has been updated accordingly: section h-6 health effect - impact code: 4625 incision enlargement. Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 18-jan-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no iol was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunge rod fully advanced. The handpiece assembly was inspected and no issues that could cause or contribute to the complaint issue could be identified. Complaint issue "cosmetic issues" could not be identified during product evaluation. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: ethnicity: unknown as information was asked, but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. It was indicated that the iol is not being returned for evaluation as it was discarded. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded dib00 intraocular lens (iol) was fully inserted into the patient's ocular sinister (left eye) and a scratch was seen. The incision was enlarged, the lens was cut out and removed, and another lens with the same model and diopter size was implanted. There was no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post procedure is unknown. Iol is not available for return as it was discarded but the injector was returned. No further information is available.